Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead was exhibiting anodal stimulation, as well as loss of capture (loc). It was found to not have been placed in a very good location at implant. As a result the lead was explanted and replaced. To date, no additional adverse patient effects have been reported.